Manufacturer narrative:
A senior repair technician of the national repair center (nrc) inspected the safety disk, drive side part number 0202-00-0140 serial number (B)(6) per the cardiosave service manual with no visual damage observed. The technician installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The national repair center verified the disk was defective which was stated by the customer. The reason for the disk being defective is that it failed the membrane differential pressure test. It failed for a reading of 7mmhg. The factory specification is +-6. The disk failed testing. The disk was sent to production for failure analysis per procedure. The national repair center received the safety disk, drive side part number 0202-00-0140 serial number (B)(6) from getinge production. Production verified the failure of the membrane differential test being out of specification of 7 mmhg. The specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the national repair center per procedure number.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields:h6(component code).

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer has requested for a replacement safety disk. Additionally, the suspected faulty safety disk was returned to getinge's reverse logistics department and will be shipped to getinge's national repair center (nrc) for additional failure analysis. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the customer received a safety disk for a preventive maintenance (pm) and when the safety disk was installed into the cardiosave intra-aortic balloon pump (iabp) it was found to be deffective. There was no patient involvement and no averse event was reported.